Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
One smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was verified. The pump was inspected and powered up, it alarmed downstream occlusion. Further investigation of the pump determined that the downstream occlusion sensor was shattered, inoperable, and the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited system fault. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.